Event description:
During a coronary stent procedure, while attempting to position the stent, it was noted under fluoroscopy that the stent had moved on the delivery device. The delivery/stent device was removed without incident. No patient injuries or complications occurred.